Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5: 510k is unknown; d4: serial number and UDI number is unknown; h4: device manufacture date is unknown.

Event description:
It was reported the device exhibited a downward occlusion. Patient involvement unknown, no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1, please direct those to the following: regulatory.responses@icumed.com.